Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the right atrial (ra) lead exhibited oversensing of one beat and intermittently undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.